Manufacturer narrative:
The device was received on november 14, 2019 for testing and evaluation. The reported event could not be duplicated. The device passed all testing, including delivery accuracy testing and the empty syringe biomed test, with no errors or alarms. The event log was downloaded and reviewed. The customers most recent protocol was ran of 1mg/ml with a pca dose of .3 mg. Protocol was ran for 25 pca doses equaling 7.5 mg dispensed and 7.5 ml of fluid dispensed. The device history shows no alarm errors.the reported issue was not confirmed in history.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a lifecare pca pump that has a discrepancy and may have overdelivered dilaudid. The nurse was discontinuing a pca order on a pump and found there was 10ml of dilaudid in the syringe, which was confirmed with another nurse. According the pca documentation, there should have been 19.3ml of dilaudid left. The pump was turned off by the time the nurse saw the syringe. There was patient involvement, but no adverse event nor delay in therapy.